Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported material rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The xience sierra 4.0 x 23 mm stent delivery system (sds) was advanced and the stent was successfully deployed, however, the sds balloon ruptured during the first inflation below nominal pressure at 10-11 atmospheres. A post dilatation balloon was used to open the stent to its full diameter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.